Event description:
During a normal f/u, when the physician wanted to exit the session, a pop-up, mentioning that the aida reading was not ended, so that no pt file will be recorded, was displayed. The programmer also warned that the pt data f/u feature had not been activated. Physician wanted to know if the pt f/u data will be available at the next f/u?

Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.